Event description:
Reportedly this valve was explanted at implant because it was too high for the anatomical position of the coronary ostium and an obstruction of the ostium resulted. It was reported that the obstruction caused heart failure followed by renal failure. Pt died in 2005 due to multi-organ failure.